Event description:
It was reported that there was a medial condyle deficiency and the patient was experiencing pain so the surgeon revised the right knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient kept.